Event description:
The customer reported that the system was displaying a "ma on" error message. No patient injury was reported.

Manufacturer narrative:
(B)(6). The ge service rep checked/reseated all wiring, connectors and pcb's. He checked all power supplies and found them in specification. He found the system exhibited the "ma on in error" while the system was cold, but would eventually cease as the system was plugged in. He determined the batteries were in a weak state upon turn on, but would eventually charge up while plugged in, thus the error would then cease. He removed and replaced the system batteries then verified no further ma errors were present. He also found the precharge pcb was intermittent and producing the "precharge fail" error. He removed and replaced the precharge pcb then verified no further precharge problems were present. The system performs as intended.